Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving baclofen via an implantable pump for stroke. The date of incidence (adverse event) was after the middle of (B)(6) 2016, it was noted that spasticity aggravated, the dose was increased but that was not much effective. Contrast radiography showed that it was likely that the catheter was dislodged. The date of the catheter dislodgement incidence was unknown. A treatment plan including replacement of the catheter in the future had/would be considered with the physician of the department of neurosurgery. According to the doctor, it was likely that the spasticity was aggravated by the catheter dislodgement. The classification of severity of the adverse event and catheter dislodgement was not serious. The outcome of the adverse event was unrecovered. The adverse event was not related to the pump/programmer. The adverse event was related to the catheter and drug. The catheter dislodgement event was not related to the drug/pump/programmer it was unknown whether the adverse event and catheter dislodgement event were related to the surgical procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received; the pump implant purpose was reported as apoplexy. The patient experienced aggravation of spasticity after the middle of (B)(6) 2016. The patient¿s catheter had also become dislodged. The patient¿s dose was increased but was not much effective. A treatment plan in the future was considered by the doctor in neurosurgery. The doctor commented that it was likely the spasticity was aggravated by catheter dislodgement(also reported as ¿it was believed that spasticity worsened because the catheter had fallen out¿. A treatment plan including replacement of the catheter would be considered. The event was considered related to the drug and the catheter. The event was unresolved. Additional information was received from a health care professional via a manufacturing representative. The cause of the catheter dislodgement was unknown. The physician confirmed possibility of catheter dislodgement by x-ray image. No actions/interventions were taken to resolve the catheter dislodgement issue, however, at the time of this report, the physician was considering actions for this problem. The patient symptoms of aggravated spasticity was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.